Manufacturer narrative:
The device in question was returned manufacturer on april 24,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product failed. Insufficient light. No harm to patient, user or third and no patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer insufficient light for performing laryngoscopy" was confirmed, and further defects were detected. In total the following defects were detected: -led does not light up -adhesive points on camera head worn -leak on camera head -cover worn -cover discolored. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. If new or additional relevant information or the product will be received, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).